Manufacturer narrative:
On 8/13/2019, bionsense webster inc. Received additional information indicating the that physician did not provide an opinion regarding the causality of the event. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 9/2/2019, biosense webster received additional information about the event. It was reported that no surgical intervention was needed and the patient received ¿heart massage on the spot¿ meaning chest compression (cardiac massage) on the skin, not open chest. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacture record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a navistar¿ ds electrophysiology catheter and suffered acute myocardial infraction requiring cardiac massage. Immediately after ablation for at near the his bundle from the aorta, the patient¿s hemodynamics was compromised. Cardiac massage was performed, and the patient recovered. The procedure was completed. There¿s no information regarding extended hospitalization. Patient¿s outcome and physician causality opinion are unknown. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.